Manufacturer narrative:
Depuy spine has requested return of the needle for eval. A f/u medwatch report will be submitted upon receipt of the device and completion of the eval.

Event description:
International affiliate reports the confidence beveled needle was used to cannulate the pedicle prior to insertion of a k wire. When a attempting to remove the needle over the k wire, the needle snapped at the pedicle, leaving around 6cm of the device completely sealed within bone, pedicle, and the vertebral body (s1). The surgeon intended to insert a pedicle screw so, as a result, had to drill a 6mm hole around the broken needle section to remove it. The difficulty resulted in an eighty minute delay to surgery time.